Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract disorder ("urinary probs."), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss") and migraine (" migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, bladder/urinary prob, other injuries/sympt : yes. Discrepancy noted in insertion dates (B)(6) 2010 and (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter information, patient demographics, insertion date and removal date added. New events added- pelvic pain, abdominal pain, dysmennorhea (cramping), back pain, dyspareunia, rash/skin condition, urinary probs., uti, vag. Discharge, vag. Infect, fatigue, hair loss, migraine, gen. Abnorm. Bleed, essure confirmation test(s) conducted, specify: no. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysfunctional uterine bleeding, uterine bleeding and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract disorder ("urinary probs."), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss"), migraine (" migraine"), muscle spasms ("hand cramping/ hurting so bad") and carpal tunnel syndrome ("carpal tunnel"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, alopecia, migraine, muscle spasms and carpal tunnel syndrome outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, carpal tunnel syndrome, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, muscle spasms, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, bladder/urinary prob, other injuries/sympt : yes. Discrepancy noted in insertion dates-(B)(6) 2010 and (B)(6) 2010. Concerning the injuries reported in this case, the following ones were reported via social media: carpal tunnel and hand cramping. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: medical record received event "novasure endometrial ablation" was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included dysfunctional uterine bleeding, uterine bleeding and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract disorder ("urinary probs."), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss"), migraine (" migraine"), muscle spasms ("hand cramping/ hurting so bad") and carpal tunnel syndrome ("carpal tunnel"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, alopecia, migraine, muscle spasms and carpal tunnel syndrome outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, carpal tunnel syndrome, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, muscle spasms, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, bladder/urinary prob, other injuries/symptom : yes discrepancy noted in insertion dates-(B)(6) 2010 and (B)(6) 2010. Concerning the injuries reported in this case, the following ones were reported via social media: carpal tunnel and hand cramping. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract disorder ("urinary probs."), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss"), migraine (" migraine"), muscle spasms ("hand cramping/ hurting so bad") and carpal tunnel syndrome ("carpal tunnel"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, alopecia, migraine, muscle spasms and carpal tunnel syndrome outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, carpal tunnel syndrome, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, muscle spasms, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, bladder/urinary prob, other injuries/sympt : yes discrepancy noted in insertion dates-jul2010 and (B)(6) 2010 concerning the injuries reported in this case, the following ones were reported via social media: carpal tunnel and hand cramping. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events carpal tunnel and hand cramping were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.